Event description:
Patient undergoing double stereotactic breast biopsy when equipment malfunctioned. Device driver error drv (19:15). Radiologist removed the needle from the breast. Tech support for device was contacted. Unit restarted and qc check performed. New needle used and biopsy able to be completed. No reported patient harm. Device company continues with investigation.